Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). (B)(6). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). (B)(6) in the liberate study (ide clinical study used to support PMA p180002's approval), (B)(4) of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
The patient had a bronchoscopic lung volume reduction procedure with five zephyr valves placed in the left upper lobe (lul) on (B)(6) 2023. The patient had an immediate pneumothorax which improved but did not resolve with lateral pigtail chest tube placement on the same day despite appropriate placement with tidaling and air leak. The patient had a subsequent anterior pigtail chest tube placed on(B)(6) 2023 with significant improvement in pneumothorax and resolution of air leaks by (B)(6) 2023. On (B)(6) 2023, patient developed new subcutaneous emphysema, air leak in anterior tube and hemoptysis. The chest CT scan on (B)(6) 2023 showed new finding of a spontaneous bullae formation (adjacent to lingula may be within superior lll) with fluid contents likely hemorrhage. On (B)(6) 2023, the patient had worsening subcutaneous emphysema and a third chest tube was placed. On (B)(6) 2023, the left anterior pigtail chest tube was removed. On (B)(6), 2023, the left lateral pigtail chest tube was removed. On (B)(6) 2023, the remaining surgical chest tube was removed. On (B)(6) 2023, the patient was discharged to subacute rehabilitation. In the most recent imaging on (B)(6) 2023, chest x-ray showed a stable left hydropneumothorax and left interlobar fissure.